Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the non-tortuous, moderately calcified, mid, left anterior descending (lad) coronary artery using a 2.75 x 48 mm xience xpedition stent delivery system (sds). Reportedly, the sds was advanced to the lesion, met resistance with the anatomy and would not cross. During a second unsuccessful attempt to cross the lesion, the proximal shaft separated outside the anatomy and the device was removed. Since nothing could cross, a coronary artery bypass graft (CABG) procedure was performed for treatment. There was no reported clinically significant delay in the procedure or adverse patient effects related to the xience xpedition. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported detachment of a device component was confirmed. The reported failure to advance could not be confirmed due to the condition the device was returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy causing the reported failure to advance. Additionally, manipulation of the device while attempting to cross the lesion and/or interaction with calcified lesion likely caused the reported detachment of a device component. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.